Event description:
It was reported that the right ventricular lead was explanted as it was causing impingement of the tricuspid posterior leaflet. No patient status or further information was provided.

Manufacturer narrative:
The reported event was "lead impingement of tricuspid posterior leaflet". As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Correction: d6b updated with explant date.